Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had multiple issues with insulin pump. The customer blood glucose level was 7.4 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery error. Customer stated that the insulin pump had crack near the battery compartment. Customer states insulin pump was not exposed to a high magnetic field. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. Customer stated that the alarm occurred during the time that the buttons were not responding. Customer stated that the insulin pump buttons did not begin to work in less than five minutes without battery change. Customer was unable to try insulin pump with remote. Customer was unable to clear the insulin pump errors, power loss alarm and program insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.